Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information received: the issues included clips not feeding properly, scissoring, rough firing, and incomplete closure. The surgeon¿s technique has not changed and does not rapidly fire the device. There have been instances of well-formed clips cutting the vessels as well as scissored clips cutting the vessels. The surgeon did not mention any medical or surgical intervention being required to address the hematoma.

Event description:
It was reported that during a diep flap procedure, the surgeon says clips are routinely not loading properly, jamming, scissoring, and not forming securely on vessels. Another like device was used to complete the procedure. The patient experienced a hematoma, however, no further information is known at this time.